Manufacturer narrative:
Medical device expiration date: na. PMA/510(k)#: k111860 , k130470. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd max¿ system, bd max¿ instrument has been found producing a false positive result. There was no report of confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: customer reports getting all 24 patient samples pos for covid run; after cleaning, per customer, "everything", 4 blank em samples came pos for n1 and n2, of which 3 were pos for rnasep (and one neg). Customer alleges contamination and requests dispatch for cleaning.

Event description:
It has been reported that the bd max¿ system, bd max¿ instrument has been found producing a false positive result. There was no report of confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: customer reports getting all 24 patient samples pos for covid run; after cleaning, per customer, "everything", 4 blank em samples came pos for n1 and n2, of which 3 were pos for rnasep (and one neg). Customer alleges contamination and requests dispatch for cleaning.

Manufacturer narrative:
H6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had an "environmental contamination." Customer reported that they have n1, n2, and rnasep contamination in their instrument. Field service was dispatched to assist with decontamination effort. Field service also made several recommendations to the lab in order to prevent future contaminations. Recommendations such as changing gloves between steps of the workflow process, cleaning with peroxide, using a setup area for setting new runs and placing dirty racks used, keeping biohazard waste bins further away from the instrument, and performing a more thorough cleaning of the instrument. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 09jul2019 and other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work orders were observed for the complaint failure mode reported. No samples were expected to be returned for investigation, therefore returned sample analysis was not performed. Root cause is determined to be due to workflow. Complaint is unconfirmed as the issue was caused by workflow. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode. H3 other text : see h.10.